Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) with the following findings: evaluation revealed dim, discolored display. Evaluation also revealed the cartridge compartment was chipped. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed dim, discolored display. Evaluation also revealed the cartridge compartment was chipped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6).